Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8 x 40 precise pro rapid exchange (rx) nitinol stent system was found released in advance after the device was removed from the packaging. The stent was not able to recover after it was adjusted by the operator. The procedure was completed using non-cordis stent. There was no reported patient injury. This was a case of a cerebral angiography-carotid artery stent implantation. The product was stored and handled according to the instruction for use (IFU). The product was inspected and prepped according to the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There is no unusual noted about the stent delivery system prior to use. There is no damage noted to the packaging of the device. The target lesion was the bifurcation of internal carotid artery. The device was not used for a chronic total occlusion, there was no vessel tortuosity and the percentage of stenosis was 70%. The stent delivery system did not pass through any acute bends. There is no difficulty encountered while advancing/tracking the sds towards the lesion. There is no unusual force used at any time during the procedure. The lesion was not pre-dilated prior to stent implantation. The user maintained a fixed inner shaft position during deployment. The procedure was completed using another product. The device will be returned for evaluation.

Manufacturer narrative:
A precise pro 8mm x 40 mm rapid exchange (rx) nitinol stent system was found released in advance after the device was removed from the packaging. The stent was not able to be recovered after it was adjusted by the operator. The procedure was completed using a non-cordis stent. This was a case of a cerebral angiography-carotid artery stent implantation. The product was stored and handled according to the instruction for use (IFU). The product was inspected and prepped according to the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was nothing unusual noted about the stent delivery system prior to use. There were no damages noted to the packaging of the device. The target lesion was the bifurcation of internal carotid artery. The device was not used for a chronic total occlusion (cto). There was no vessel tortuosity and the percentage of stenosis was 70%. There was no reported patient injury. The product was returned for analysis. One non-sterile precise pro rx 8x40 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/closed. Per visual analysis, the stent of the unit was received already deployed and stent was returned. Three kinks were observed along the catheter shaft at 26.5 cm, 27 cm and 28 cm from the distal tip. Hypo tube rod was observed fully pushed into the catheter. No other anomalies were observed. Per dimensional analysis, the usable length of the unit couldn¿t be properly measured due to the kinked condition of the device. Additionally, a deployment test couldn¿t be performed since the stent was already deployed. A product history record (phr) review of lot 17863142 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty - premature/during prep¿ was not confirmed since the device seemed to have been procedurally used since several kinks were observed on the catheter body/shaft. However, the cause of the observed damages could not be conclusively determined during the analysis. The condition of the returned device does match the description of the complaint since the findings in the product analysis indicate that the device was procedurally used. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.